Event description:
(B)(4)

Manufacturer narrative:
(B)(4). In a follow up call to the facility, the reporter stated that this is the second tine this type of incident has happened to the same nurse and "that's all she can say". The reporter stated that she had no further information at this time however she provided the contact information for the nurse manager of the emergency department. In a follow up with the manager, she confirmed that there was no patient injury. The sample and all available information was forwarded to the actual manufacturer, b. Braun malaysia, for further evaluation. They reviewed the batch manufacturing record and there were no such defect encountered during in-process or at final control inspection. The process cards show no abnormalities. The received sample was taken to a visual examination and found the needle pierced through the capillary. Their report states that this puncture was most likely caused by the cannula withdrawing and pushing forward again. Based upon the information from the reporter and the results of their evaluation, they assume a problem during the application. If additional pertinent information becomes available, a follow up report will be submitted.